Manufacturer narrative:
(B)(4) exp initial MDR submission. The sample for this complaint is not available. If any further information becomes available a follow up report will be filed. (B)(4).

Event description:
"A needle came off the syringe while the needle was still in a patients arm. The needle was not fitted securely enough because the safety device is missing so when you take the cap off the needle to use, the needle comes off with the cap and therefore, it is not fitted securely enough on the syringe. The needle did not break off in the hub. It separated from the syringe".

Manufacturer narrative:
Unfortunately, a sample was not available for evaluation. However, the device history record for the lot reported was evaluated and it was noticed upon the review that the component that was reported as missing was not registered in the assembly instructions. A corrective and preventative action plan was initiated to determine the root cause of the missing component. The assembly instructions were updated to include the missing component. In addition, a visual aid was implemented to help assist with the assembly of this product to ensure all components are assembled. A recall was initiated for this issue under recall number z-2713-2016.